Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the display on the insulin pump is blank and the device would not turn back on. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display followed by an unexpected constant audio tone due to moisture damage on the electronic assembly. The pump also moisture damage on the motor, battery tube and vibrator assembly. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.